Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensing. Myopotentials over-sensing was suspected. No intervention was performed and the patient will be further monitored. There were no patient consequences.